Event description:
This case was initially received via (B)(6) ((B)(4)) on 07-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain, like a feeling of weight.") In a female patient who had essure (batch no. C68791) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2017 essure was removed via laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: no gynaecological or extra-gynaecological lesions were found. No infection or tubal perforation. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, like a feeling of weight (seen as pelvic pain). Essure was removed via laparoscopic salpingectomy approximately 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after insertion. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 07-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain, like a feeling of weight.") In a female patient who had essure (batch no. C68791) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2017 essure was removed via laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: no gynaecological or extra-gynaecological lesions were found. No infection or tubal perforation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-may-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database 2786 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot umber: c68791 production date: 24-jun-2014 expiration date: 30-jun-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.